Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #11 was removed due to a sinus perforation.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: one (1) full osseotite tapered certain implant 4 x 11.5mm (ifnt411) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Device was measured with a caliper and matched print specifications. No malfunctions detected that could lead to the reported event. The reported device was returned but the reported event could not be verified as the exact details of event and patient conditions were unknown/unverifiable. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing actionable trend or non-conformance / CAPA / hhe / d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (2021030860). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021030860) for similar events and no other complaint was identified. The device could not be functionally tested for the reported failure/event (perforated sinus). Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is improper techniques used during placement ¿ inadequate treatment planning, selection of implant too long for the depth of osteotomy prepared and patient condition (poor bone density). No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
Upon follow up, the patient identifier was provided by the doctor.